Event description:
It was reported that the guidewire (subject device) was used in the medical procedure. However, resistance was encountered with the subject device. Also, when the physician attempted to deliver the subject device to the occluded segment the tip of the subject device got kinked. The physician removed the subject device along with the catheter and found the tip of the subject device to be fractured. The subject device was replaced, and the procedure was reported to be completed successfully. No clinical consequences were reported to the patient.